Manufacturer narrative:
E1 address - line 1: the full address could not be captured in e1 due to character limit. The full address is (B)(6). The device was returned and evaluated, and the customer¿s allegation was confirmed. Further evaluation showed core damage and loose receptacle which needs replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when scope was connected to processor, there were visible horizontal lines when using video system center. The issue was found during receipt inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image due to defective main board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be a defective main board. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.